Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, while applying the device on the stomach, the surgeon was able to press the green button and squeeze the handle, but the reload did not fire. Another reload was opened to complete the case. There was no patient injury.